Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit procedure, the vessel sealer extend stopped functioning. The issue occurred after cutting the pedicles that were not fully sealed. An error message displayed that may have been related to ¿blade exposed¿. The site contact could not recall whether there was any unexpected additional bleeding experienced by the patient. The procedure was completed using a back-up vessel sealer extend instrument. The surgeon believes instrument failure caused the vessel sealer extend instrument issue. The vessel sealer extend instrument was inspected prior to use and no damage or abnormalities were observed. The instrument issue did not involve delayed sealing, insufficient sealing, or no sealing. The vessel sealer extend instrument did seal successfully to begin with. It is unknown whether at the time of the event, during the sealing sequence, there was an audible signal while the pedal was pressed. Tissue effect was observed during the sealing cycle. There was tissue cut that was not fully sealed. It is unknown whether the cut was made after ¿seal completed¿ tones were received for that seal attempt. The target tissue was not under tension during the sealing or cutting process. There was no evidence of vessel calcification. The vessel sealer extend instrument jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue prior to or during the sealing cycle.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the instrument logs was completed, and showed that the first instrument (ln l83230323-0362) was installed 3x and passed homing 1x, 2x home_fail events were recorded. Home fail events indicate that vs [vessel sealer] knife homing did not complete successfully. Qty 2 cut complete events, qty 1 each of cut failed (vs knife cut did not complete successfully), blade dwell recovery (vs blade recovery routine is called after an unsuccessful cut and before unjam routine (extra dwell time equivalent), blade jammed (vs knife blade exposure unjamming attempted (may or may not be successful)) and blade recovery (vs blade recovered successfully after blade was jammed) events were recorded. Msc logs show qty 1 blade jammed and qty 2 home fail events at the exact timestamps as the corresponding events in the dsp logs, indicating that it was in fact this instrument (and not the second one) that exhibited these failures. The instrument was used for 2 min 30s. E100 logs for the instrument show qty 8 seal events with no errors. Dsp logs show that the second instrument (ln l83230323-0335) was installed 2x and passed homing 2x. Qty 38 cut complete events were recorded. Qty 6 jaw angle open events were recorded, indicating that vs jaws were too far open to allow cutting (aka smartcut) due to the likelihood of a blade exposure. The instrument was used for 13 min 39s. E100 logs for the instrument show qty 2 coag (no errors) and qty 51 seal events (qty 1 high initial starting impedance) were recorded. Review of the system log was performed, and the following possible related errors were observed: error code 22025: vessel sealer extended blade jammed on usm4 (toolid: vessel sealer extended). Error code 22026: vessel sealer extended failed during homing on usm4 (toolid: vessel sealer extended).

Manufacturer narrative:
On (B)(6) 2023, the following additional information was obtained about the reported event: there was minimal bleeding due to this event. The estimated blood loss amount was ¿minimal¿. No blood transfusions were administered. The procedure was completed robotically. The patient did not experience any post-operative complications. The patient¿s current status is unknown. Additionally, the vessel sealer extend instrument has been received and investigations completed. Failure analysis investigations confirmed but did not replicate the customer reported complaint. Based on log reviews, the instrument was found to have multiple homing failures during initialization and 1 blade jammed failure. However, the initialization failures were not replicated during in-house testing. The instrument passed initialization when it was placed on the in-house system. . However, no dislodged blade was observed during in-house testing. The instrument was placed and driven on an in-house system and passed initialization. The instrument was connected to the in-house erbe generator and passed energy recognition. The instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. The knife slot measurement was 0.028¿. No conductor wire damage or snake wrist damage was found. The electrode gap verification passed at 0.003¿. Electrical continuity test was performed and passed. The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. Common causes of the failure mode dislodged instrument blades are attributed to use condition. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument¿s indications may also lead to an exposed blade.

Event description:
Refer to h10/h11 for follow-up information.